Manufacturer narrative:
The exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital and the hospital staff forced a catheter in the urethra, damaging the artificial urinary sphincter (aus) and the urethra. It is unknown for what condition the patient was being treated when the catheter was inserted. The patient had a previous surgery to remove the aus and a hole in the urethra was observed. The patient underwent a re-implant surgery and a new aus was implanted. There were no further patient complications.